Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 450 mg/dl, which she treated with a bolus from the insulin pump, having changed the infusion set. Customer's blood glucose was down to 210 mg/dl, when she checked again. Customer stated she has a lot of scar tissue and that is why she changed the infusion sets. Nothing further reported.